Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. 1. Complaint was initiated due to "previous report of dislocation into the anterior chamber". 2. The sample has not been received; therefore, the condition of the product could not be verified and visual inspection could not be performed. 3. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Root cause: since the sample has not been received, the root cause can not be determined and the complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician in a literature article reported that a glaucoma filtration device dislocated into the anterior chamber in the early postoperative period. It was explained by the use of a wider gauge needle to perforate the anterior chamber, the early laser suture lysis and bleb massage. It was reported all of these factors could have contributed to the migration of the external surface place of the glaucoma filtration implant.